Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-25351. The pt has two scs systems. The event is related to the system implanted on (B)(6) 2014. It was reported the physician attempted to remove the patient's staples from their lead incision site and the wound opened up. In turn, the physician decided to leave the staples in place and attempt to remove them again at a later date. Follow-up revealed the patient's wound has fully healed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.